Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on after multiple battery changes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Pump was monitored. No blank display noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).